Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
As stated from the customer: we had an issue with one of the ch units the other night. We inserted the unit, all seemed fine. Transferred the patient to the unit, still fine. Got a 911 page that the unit stopped working and the nurses were hand cranking. The red wall outlet circuit was tripped and the plug ¿fried¿. The battery on the ch did not engage and the screen went black. When we moved the patient down to another bedspace, all seemed fine again. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(4). According to e-mail from ssu USA (B)(4) (2018-12-04): "no service was dispatched. No request for service was made. At the time no equipment serial # was documented in the complaint on the initial cpl tw # (B)(4) rev 1. Since march this unit has been serviced twice (pm) by (B)(4).

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).